Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction plate busted during cup impaction. The offset impaction handle is bent. Tha procedure.

Manufacturer narrative:
Reported event: it was reported that impaction plate busted during cup impaction. The offset impaction handle is bent. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 20 devices were manufactured under lot no dm011014 and accepted into final stock on 12/09/2014. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270 lot number dm011014 shows 03 additional complaints related to the failure in this investigation. These complaints (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Impaction plate busted during cup impaction. The offset impaction handle is bent. Tha procedure.